Event description:
Complainant alleged that the police dept responded to a call for a pt who was in a cardiac arrest condition. Upon their arrival, the pt was found to be pulseless and apneic. The officers applied the electrodes to the pt, and then connected them to a zoll mseries defibrillator/pacemaker. The officers then attempted to monitor the pt's heart rhythm, but the device would not display the pt's heart rhythm. Pt CPR was then initiated. Upon the arrival of the ems crew, the electrodes were connected to a zoll 1600 defib/pacemaker (serial number unk), but the screen only displayed dash lines. The electrodes were then removed from the pt and a fresh set of electrodes were applied to the pt. The device indicated that the pt was presenting a ventricular fibrillation heart rhythm and the pt was defibrillated. The pt subsequently expired. The complainant indicated that subsequent to the event, the mseries defibrillator was evaluated at the complainant's facility, and the device passed all testing.